Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital for severe endocarditis and scheduled for a device replacement procedure. During the extraction the physician attempted to remove the device from the pocket by grasping it with a pair of forceps and pulling. After multiple attempts, the header began to separate from the battery portion of the device. Eventually the header completely separated from the battery. All parts of the device and lead were removed without further incident. No additional adverse patient effects were reported.